Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 41 mg/dl. The customer did not know what caused his blood glucose to drop. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Advised the customer to speak with his hcp about his current insulin pump settings as he stated that he constantly experiences low blood glucose levels. Nothing further was reported.